Manufacturer narrative:
(B)(4). The device serial number was not provided therefore the date of manufacture is unknown at this time. An authorized third party service engineer examined the ribbon cable and found no connectivity on the unresponsive buttons. There was no visible damage on the ribbon cable. The evaluation and repair of the device has not been completed.

Event description:
It was reported that during maintenance a ventilator's keypad was unresponsive. There was no patient involvement.

Manufacturer narrative:
(B)(4). The overlay was returned for evaluation. The service engineer evaluated the membrane and could not verify the reported complaint. The membrane was placed into a test ventilator and no issues were found. All keys functions properly. A visual inspection was performed and no defects or damage was found.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.